Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, minor scratched lcd window and missing the end cap sticker. Data analysis: (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an incident of low blood glucose on (B)(6) 2016 which was treated with a glucose shot. On (B)(6) 2016 was ill and vomiting. The caller stated that the customer passed away on (B)(6) 2016, at home. The cause of death was cardiac arrest. The caller did not know the customer's blood glucose at the time of death. The caller stated that the last recorded blood glucose value was between 80 mg/dl and 150 mg/dl; could not recall the exact reading. The customer was wearing the insulin pump at the time of death. The customer was using another manufacturer's sensors. The caller declined returning the insulin pump for analysis and declined carelink upload.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.